Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 443 mg/dl at the time of incident. The customer was reported that the insulin pump was exposed to moisture. The customer was also reported that the type of moisture was insulin. The customer was declined to troubleshoot for self test. The customer was reported that the infusion set had leak from the chamber where reservoir was inserted and the tubing came apart. The insulin pump will not be returned for analysis.